Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high capture thresholds. A new lead was implanted. No additional adverse patient effects were reported.